Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin is off label per the user guide. Customer cleaned the pneumatic tap and air vents to resume insulin delivery. Customer¿s blood glucose (bg) level was 505 mg/dl. Elevated blood glucose levels were addressed by correction bolus via the pump, and manual insulin injection. Reportedly, the customer was taken to the emergency room (ER) due to occlusions. Multiple follow up attempts were made to obtain further information regarding the ER visit, however, no response was received by the customer.